Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure was reported. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6)2024. On the same day, it was reported that the patient experienced a wearable failure. The patient also had two other wearables fail prior to this one. The patient was wearing a tandem mobi insulin pump. It was reported that since the cgm and insulin pump were not connected, the insulin pump delivered 50 units of insulin to the patient. No patient symptoms were reported. Therefore, the patient¿s mother drove the patient to the emergency room (ER). It was not specified how much time had elapsed between the wearable failing and the patient going to the ER. At the ER, the patient was treated with glucagon and an unspecified IV. The patient was discharged home approximately 9 hours later. Attempts to reach the reporter for further event details were unsuccessful. The patient was ¿stable¿ at the time of report. Data investigation confirmed wearable failure. The probable cause could not be determined. No additional patient or event information is available.